Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device was about to be used during a resuscitation of the patient. The device was connected to the mains power supply and the ac power logo on the machine showed ac power. Reportedly, the device shut down automatically shortly after being put into use. The device was replaced. There were no further health consequences for the patient reported.

Manufacturer narrative:
The investigation was based on the description of event. The user facility did not involve the dräger service into any repair or follow-up measures. No further information, e.g., the log file of the affected device could be obtained. A case specific evaluation is therefore not possible. Based on the description, a possible root cause might be a depleted internal battery. The device, savina 300, is equipped with an internal battery that is intended to cover mains power losses or ensure ongoing ventilation during a patient transport. The device software performs a battery test procedure in the background in regular intervals to check the internal battery for proper operation. In particular, the test interrupts external power sources and will switch to internal battery for 500ms. If the capacity of the internal battery is too low, and the device detects this during this short period, the test will be cancelled. If the internal battery is completely depleted and have no remaining capacity, the device will reboot due to lack of power for 500ms on internal battery. In case of a restart the device alarms high prior device error after the restart. In case a ventilation is active at the time of restart, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. After restart the ventilation continues with previous settings. According to the instruction for use, the internal battery has to be checked before every use of the ventilator. Also, the internal battery has to be checked during maintenance after 12 months and replaced every 2 years. The device is in use for 5 years, the status of preventive maintenance and repairs is unknown to dräger. However, other failure modes are also possible. The exact root cause of the event could not be determined. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that the device was about to be used during a resuscitation of the patient. The device was connected to the mains power supply and the ac power logo on the machine showed ac power. Reportedly, the device shut down automatically shortly after being put into use. The device was replaced. There were no further health consequences for the patient reported.